Event description:
Health professional reported seroma and right side alcl. A call was placed the surgeon's, where additional information was obtained. They provide the following information: "the patient was diagnosed with right side breast cancer on (B)(6) 2001, (carcinoma in situ) the patient underwent reconstruction surgery on (B)(6) 2001, with a (B)(4) device. On (B)(6) 2004, she had a prophylactic mastectomy on the left side and had an allergan (B)(4) placed. On (B)(6) 2004, the patient had another revision surgery replacing the original implant and removing the te. She replaced with (B)(4). Right (B)(4); left (B)(4) the patient present with right breast swelling. MRI showed massive amount of fluid around the right breast implant and small amount on the left. A portion of the mastectomy scar was excised and sent to pathology. Dissection carried down to the muscle, a large amount of fluid was encountered. This was sent for cytology. The implant was removed. A portion of the capsule was taken and sent to pathology. A style (B)(4) was then placed. The patient was last seen (B)(6) 2012 and was referred to see a medical oncologist. The patient is scheduled to have a pet scan and a bone marrow aspiration.

Manufacturer narrative:
Med watch submitted on (B)(4) 2012. Device labeling address the event of seroma as: for primary augmentation patients, seroma rate = (B)(4). Primary reconstruction patients = (B)(4). (Other complications.) Swelling = (B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for saline implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).